Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 320 mg/dl. Customer was admitted to hospital with walking impairment, shaking, seizing and cramping body. Customer also suffered a mini stroke. The customer did not describe symptoms prior to the event. The customer was treated at hospital, treatment method was not mentioned in the report. Customer was wearing the insulin pump at the time of event and during the hospitalization. No issues found on the insulin pump during troubleshooting. The insulin pump will not be returned for analysis.